Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to t-wave oversensing via changes in the intrinsic complexes. Technical services advised some testing options. Later, the doctor explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via changes in the intrinsic complexes. Technical services advised some testing options. Later, the doctor explanted the system and replaced it with a transvenous system. There were no additional adverse patient effects.